Event description:
It was reported that the pt was implanted a durom acetabular component 54/48/ code n on unk side (exact date is not reported). The pt was revised on (B)(6) 2015 due to loosening.

Manufacturer narrative:
The MFR did not receive devices for x-rays for review. Where lot numbers were received for the device, the DHR were reviewed and found to be conforming. Based on an extensive investigation of the events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case as not marked in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared to the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's number of this file is (B)(4).